Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID #: 2134265-2010-03905. It was reported that during a peripheral stenting treatment procedure the stent delivery system (sds) was stuck to the guide wire. The lesion was located in the iliac artery. The physician advanced the zipwire hydrophilic guide wire across the lesion. Next, the 8 x 60 x 75 express ld iliac biliary stent system was advanced and the stent was deployed in the lesion. As the physician attempted to remove the express ld sds from the patient, the sds was stuck to the zipwire. The physician removed both devices as a unit. The physician completed the procedure with this device. No patient complications were reported and the patient's status is ok.